Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue with numeric keypad. A technical support specialist requested customer for dial in time and apply the fix, but no response was received from customer. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported that when using the bd pyxis¿ es server, numeric keypad worked with the user, but it didn¿t work with the default user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, numeric keypad worked with the user, but it didn¿t work with the default user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.